Manufacturer narrative:
The catheter and detachable tip were returned for analysis. The catheter was flushed and found patent. The length of the detachable tip was measured to be 5.0cm. The outer pebax tubing of the tip appeared to be melted and damaged with the braid exposed at the distal end. The distal marker band was also found separated from the tip. The tubing material at the end exhibited jagged edges, exposed braid, stretching and melting. No damages or issues were found with the catheter's proximal shaft. No other anomalies were observed. Based on the reported information and the device analysis, the customer's report of "tip premature detachment" was confirmed. The detachable tip was found separated from the catheter. It is possible that the damages to the detachable tip contributed to the premature detachment issue; however, the cause for the damages and the premature detachment could not be confirmed. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during advancement of the apollo 5 cm detachable tip microcatheter over a competitor guidewire, the tip was reported to have detached from the detachment zone. The microcatheter was outside the patient so no harm or patient injury occurred. The microcatheter was reported to have been prepared per instructions for use. The device was replaced the procedure continued.